Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead and pacemaker system was explanted due to infection. No additional adverse patient effects were reported.